Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, a piece of the vasoview hemopro jaw broke off in the pt's leg. The harvester reportedly might have reloaded the device with the jaws slightly open. The doctor had to make a small counter incision to retrieve the piece. There were no pt effects. This occurred at the end of the procedure so no replacement was used. Maquet cardiovascular anticipates return of the product in question.